Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, the patient reported experiencing bent infusion set cannulas and elevated blood glucose of 300 mg/dl. His normal blood glucose range is 80-125 mg/dl. He injected insulin via syringe to lower his blood glucose. The patient did not require treatment from a health care professional or second party to address the issue. Product was replaced. The alleged product was discarded. No product will be returned for evaluation.